Event description:
Independent repair center: stuck alarming or red light. Per independent repair statement, alarming or red light. Key failure was the exhaust manifold valve was stuck. Additional malfunctions was the sieve beds were saturated, the heat exchanger, exhaust muffler, sieve tubes and gear clamps were leaking, and the power switch was short circuited.